Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from part number 528236 visistat 35w non-sterile lot# 73j2300667 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. The user replaced the stapler with a new one, but the same issue occurred to 4 units in total. Therefore, the fifth unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine". See associated mdrs #3003898360-2023-01387, 3003898360-2023-01388, 3003898360-2023-01389.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. The user replaced the stapler with a new one, but the same issue occurred to 4 units in total. Therefore, the fifth unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine". See associated mdrs #3003898360-2023-01387, 3003898360-2023-01388, 3003898360-2023-01389

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a